Manufacturer narrative:
The customer recalibrated the ise module. After the recalibration, the qc was in expected ranges. The laboratory did not identify more discordant na results. One week before the event, the electrodes were replaced by a siemens field service engineer. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant high sodium (na) results were obtained on advia 1800 instrument. The customer identified several high consecutive results for na. The customer calibrated the ise module. All patient samples for na that were measured before the last calibration were rerun on the same instrument. Seven discordant results were identified and corrected reports were sent to the physicians. There are no known reports of patient interventions or adverse health consequences due to the discordant high sodium results.